Manufacturer narrative:
All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported unintended movement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open/efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, when establishing the first final arm angle test (efaa), the clip opened while locked. The clip was closed and relocked. Efaa was performed one more time but failed. The clip was inverted and retracted back above the valve to be removed. The procedure continued with a new clip. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.